Manufacturer narrative:
H3: ten used units were received for evaluation. Photos of the affected products were also provided. Visual inspection showed no visible defects. Functional testing was performed, and the leakage at the micron filter was confirmed in 5 of the 10 units. A lot history review was performed and no anomalies were identified.

Event description:
It was reported that a leak had occurred. The incident occurred during use with the patient and nurse at the patient's home. The event is that has been resolved.